Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in brazil. I verified an error during the registration of this complaint. I am sorry for this, but we did a double registration. This complaint is a duplicate of b braun melsungen ag internal report (B)(4), and manufacturer report 9610825-2019-00242 has been filed to capture the event.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). If we will get an investigation report, we will create the final report for the authority.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): "over infusion." Unstable severe patient, the norepinephrine flow was being changed, which was being infused at a flow rate of 5ml / h to 41 ml / h, changing the name to glucose as well. The patient was hypertensive due to altered blood flow. According to the report, the drug flow was corrected and the hypertensive peak was corrected.